Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(Pinching) cheek skin until it bled - mouth [mouth haemorrhage]. Pinching cheek skin (until it bled) - mouth [mouth injury]. Oral-b toothbrush head, lower part of brush snapped off in mouth [device breakage]. Oral-b toothbrush head, lower part of brush snapped off in mouth. Pinching cheek skin until it bled [injury associated with device]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the lower part of the oral-b dual action brushhead snapped off, and pinched the cheek skin until it bled. The case outcome was unknown. The consumer stated it was not the first time it had happened. No further information was provided.